Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that there was leakage noted from the junction of the ventricle catheter and this product. There were no adverse consequences to the patient.